Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A critical random access memory parity error was recorded on 2013-03-11. The parity error is considered low severity and the device should be able to recover after reset. (B)(4).